Event description:
It was reported that during a ptca/stenting treatment procedure involving a 90% stenotic lesion in the middle portion of a tortuous lad coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 14 atm's on the second inflation. (The number of atm's reached on the initial inflation was also 14 atm's). Pt was asymptomatic during this event. The maverick2 monorail balloon was being used to predilate the lesion for replacement of a guidant multilink stent. A 5f introducer sheath, a guidant bmw guidewire (size unk), a medtronic 6f zuma2 jl4.0 sh guide catheter were also used in this case, but the type of inflation device used is unk. The procedure was successfully completed. Pt status is reported as 'good'.